Manufacturer narrative:
It was reported that the monitor allegedly became detached from the yoke. A stryker field service technician (sfst) performed an investigation and found that the m3 screw, which holds the safety clip cover in place, was missing. In addition, this had caused the safety clip to come out. It is unknown how the m3 screw had become disengaged, but there was no patient involvement and no adverse event reported to have occurred. If any additional information is found, a supplemental will be filed.

Event description:
It was reported that the monitor allegedly became detached from the yoke. There was no patient involvement and no adverse event reported to have occurred.